Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the balloon burst radially and longitudinally. There was also a missing balloon fragment noted in the middle part of the inflation balloon area. Upon follow up regarding the missing balloon fragment, it was revealed that when delivery system device was withdrawn from the patient and assessed, all pieces of the balloon were accounted for. Dimensional testing was performed on the returned device. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met specification. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on evaluation of the returned device. The available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the degree of calcium in the annulus was severe. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment. There were no further actions taken and the patient was noted to be stable post tavr procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (device code, type of investigation) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Evaluation of the returned device confirmed the balloon burst radially and longitudinally. It was also noted that there was missing balloon material. The investigation is still ongoing.